Event description:
After use of the device for a cardiopulmonary bypass procedure, the user observed an "arterial srs failure". No other details regarding the nature of the event were provided. Since this even occurred after the surgical procedure, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.